Manufacturer narrative:
The system and coils used were evaluated and no failure was detected. The system was operating within specification. It was determined that the patient's thighs were touching during the exam creating an rf loop. To avoid such rf current loops, the user manual gives clear instruction for correct patient positioning. Furthermore, the system is equipped with both a squeeze ball and intercom for the patient to alert the operator if they experience distress. This event occurred in (B)(6). This report is being filed with FDA on: (B)(4) 2014.

Event description:
It was reported to siemens that a female patient sustained a possible second degree burn and blister to the inside of the thigh approximately 3cm in diameter after an exam. The patient was treated with ointment and gauze. Patient was positioned head first/supine for the exam using the spine and body matrix coils.